Event description:
It was reported that a cross connector torque wrench was found with a fractured tip during a routine inspection. A patient was not present at the time of discovery.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has deformation damage. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time, or excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a cross connector torque wrench was found with a fractured tip during a routine inspection. A patient was not present at the time of discovery.

Manufacturer narrative:
The UDI number is currently unknown. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cross connector torque wrench was found with a fractured tip during a routine inspection. A patient was not present at the time of discovery.

Manufacturer narrative:
Corrections in d4: lot and UDI numbers, d9, and h3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.